Event description:
Sorin group received a report from a customer that during setup, the s5 roller pump would intermittently ramp up and then stop after displaying an error message. After completing a power cycle and occlusion adjustment, it was reported the pump functioned properly. There was no report of pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note, this MDR is being filed late due to an internal miscommunication. The individual responsible was identified and retrained to prevent a re-occurrence. Sorin group received a report from a customer that during setup, the s5 roller pump would intermittently ramp up and then stop after displaying an error message. After completing a power cycle and occlusion adjustment, it was reported the pump functioned properly. There was no report of pt involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility the service representative found that the pump was over-occluded so the occlusion was adjusted and subsequent testing confirmed that the issue was resolved. No further action is deemed necessary.